Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Model #: is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date: is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient "developed white bumps in clusters in her inner cheek and it took about 2 hours to go away. The device was worn for 30 minutes before the reaction occurred on (B)(6) 2021. The same day the device was delivered. There was no medical intervention required. The patient's current condition is noted as "fine." There are no allergies noted. With regards to the device: the device was rinsed with water prior to delivery. There was no time for the patient to treat the device as it was discontinued shortly after use.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (B)(4) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 4.0-11696 (erkoloc-pro) was manufactured on august 24, 2021 and was assigned an expiration august 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper splint was returned in the original case. The results were summarized: roughness - the flange was smooth; internal/external aspects were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". Supplier (B)(4) reviewed the incident details and determined the case speaks more to a mechanical irritation. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of (B)(4) material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
G3: the initial date received by manufacturer should have been reported as 1/5/2022. Device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was reported that the patient "developed white bumps in clusters in her inner cheek and it took about 2 hours to go away. The device was worn for 30 minutes before the reaction occurred on 11-3-21, the same day the device was delivered. There was no medical intervention required. The patient's current condition is noted as "fine." There are no allergies noted. With regards to the device: the device was rinsed with water prior to delivery. There was no time for the patient to treat the device as it was discontinued shortly after use.